Manufacturer narrative:
H4: the lot was manufactured from february 24, 2020 - february 25, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed which observed a leak/backflow at the fill port. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to particulate matter lodged under the device checkband. The particulate matter may be glass fragment from the drug ampule used during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling an infusor lv (large volume) with penicillin g and saline, there was constant leaking of the medication from the fill port area. This was identified prior to use. There was no patient involvement. No additional information is available.